Manufacturer narrative:
Correction: previously reported: a field service engineer (fse) conducted a site visit and was bale to confirm the reported issue by running samples and the sample clogging (sc) - sample failure recurred. The fse suspected a clot in the nozzle, therefore replaced the sample nozzle. The fse validated the analyzer by running quality control and samples with results within acceptable range and no sc error recurring. The aia-360 analyzer operator's manual under section 7-2: lists of flags states the following: 2.1- flag lists: flag: sc meaning: nozzle clogged action: do not assay cal: reject results: incomplete 2.2 - detailed description of flags and actions: sc: dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty or the tubing may be blocked. If this problem occurs frequently, contact tosoh local representative. Correction: a field service engineer (fse) conducted a site visit and confirmed the reported issue by running samples and the sample clogging (sc) - sample failure recurred. The fse suspected a clot in the nozzle, therefore replaced the sample nozzle. The fse validated the analyzer by running quality control and samples with results within acceptable range and no sc error recurring. No further action required by field service. The aia-360 analyzer is functioning as expected. The aia-360 training manual under section troubleshooting: flag definitions and corrective measures: (sc) sample clot cause: sample clot detected by sample probe. Resolution: repeat test with fresh fibrin free sample.

Event description:
A customer reported a sample clogging (sc) - sample failure error when running quality control (qc) and patient samples on the aia-360 analyzer. The customer attempted to run with the wash sample nozzle in maintenance mode, however issue recurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples beta human chorionic gonadotropin (bhcg) and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was bale to confirm the reported issue by running samples and the sample clogging (sc) - sample failure recurred. The fse suspected a clot in the nozzle, therefore replaced the sample nozzle. The fse validated the analyzer by running quality control and samples with results within acceptable range and no sc error recurring. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There was no similar complaint found during the searched period. The aia-360 analyzer operator's manual under section 7-2: lists of flags states the following: 2.1- flag lists: flag: sc meaning: nozzle clogged action: do not assay cal: reject results: incomplete 2.2 - detailed description of flags and actions: sc: dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substances. If the sample is not clouded, the sample nozzle may be faulty or the tubing may be blocked. If this problem occurs frequently, contact tosoh local representative. The most probable cause was due to a clog in the sample nozzle, cause traced to maintenance.